Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, a flickering image was confirmed during the investigation, and the failure most likely occurred due to an electrical component problem or failure. Olympus will continue to monitor field performance for this device. Updated fields: d9, h2, h3, h6, h11.

Event description:
It was reported the gastrointestinal videoscope exhibited horizontal lines across the image. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.